Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Pfs and medical records received. Pfs alleges significant pain, loose cup and infection. After review of medical records, the patient was revised for failed left total hip arthroplasty and right knee arthritis. Operative finding identified grossly loose cup and frozen section revealed multiple areas consistent with periprosthetic joint infection. Patient was implanted with prostalacs and non-depuy components. The patient underwent an open reduction internal fixation on (B)(6) 2018 to repair her fractured femur due to fall.